Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional info becomes available.

Event description:
It was reported post implant of a bifurcated device, a suprarenal aortic extension, and a limb extension, a computed tomography scan revealed a leak at the aortic bifurcation which appeared to be a type iii b at the suture line. Arteriograms confirmed that a stream of contrast was exiting at the graft at the aortic bifurcation at the suture line. The physician elected to reline the graft with a new bifurcated device. The procedure went well except the left common iliac limb was pinched down. Anatomy was extremely tortuous. A catheter would not track up the left iliac to be able to image or balloon and wire access was lost intra operatively. The leak was resolved and the physicians elected to open up the left common iliac limb. The physician accessed the graft via left brachial arm access. An 8x37 ld express balloon expandable stent, post dilated to 10mm, was placed from brachial access on (B)(6) 2015 to open lcia limb. It was difficult to determine if new mb limb was behind an iliac strut or of it was other anatomical factors causing the new mb to be crimped in the l-cia. The balloon expandable stent successfully opened up the iliac. Pt was doing well post procedure.

Manufacturer narrative:
Based upon the clinical assessment, the reported type iiib was confirmed as a type iiib endoleak. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified. The clinical review identified the following factors that may have contributed to the patient outcome. Misuse with the cuff two sizes larger than the main body diameter, and the right common iliac artery was greater than 2 3 cm in diameter. Other factors included tortuous bilateral access vessels with moderate calcifications at the bifurcation and common iliacs, and the impending ruptured state of the aneurysm. The anatomy was extremely tortuous and affected catheter tracking up the left iliac. The root cause of the possible type iiib endoleak was not definitely identified, but the difficult patient anatomy probably affected the ultimate outcome although no specific manufacturing or design issue was identified.